Event description:
Needle tip broke off in abdomen [device induced injury]. Case description: a consumer reported that pt was hospitalized (accident and emergency department) because a novofine 8mm needle broke off in their abdomen. Upon removing the pen from the injection site, the family members realized that the tip of the needle remained in the subcutaneous tissue. On admission to the hospital an x-ray was performed, which showed that the needle tip was located in the pt's abdomen. The pt had the needle tip removed by minor surgery and had 3 stitches. The pt has completely recovered from the event. No further info can be obtained.